Manufacturer narrative:
Patient information is unknown. It is unknown when the plate broke. Additional procodes: hwc, ktt. Date of implantation is unknown date in (B)(6) 2018. Date of concomitant therapy is the same as date of implantation; unknown date in (B)(6) 2018. Reporter email address is unavailable. Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: in (B)(6) 2018, a locking compression plate (lcp) curved broad plate with 12 holes was applied during a surgery for right femur fractures. Non-synthes bone-filling material was applied at the fracture sites. After about one month of follow-up observation under no weight bearing condition, porosis was observed and half-weight bearing was started. About 2 months after the surgery, 100% weight bearing was started. On (B)(6) 2018 (about 3 months after the surgery), it was noticed that the plate had been broken. Revision surgery was performed on the same day. The affected site was fixed with another plate of the same size, and a narrow plate was applied. Surgical outcome and patient outcome are unknown. Concomitant device: trauma screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 4.5mm titanium (ti) curved broad lcp plate 12 holes/229mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : device history record (DHR) review: part: 426.622s; lot: l061641; manufacturing site: grenchen; release to warehouse date: 05.aug.2016; expiry date: 01.jul.2026. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 16284 was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: grenchen selected flow: 5. Broken we have forwarded the received part to the responsible manufacturing site for further evaluation with the following results: visual inspection: as received condition, the plate is broken at the hole 7 (counted from the right side). The plate has several scratches on the surface. Furthermore, there are several abrasions and injuries on the surface within the holes; especially around the breakage point. The laser marking is readable, and the plate was returned in a different packaging from the original one. Dimensional inspection: all dimensions of the plate received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. In addition, during the manufacturing investigation all relevant features have been inspected and they have passed its specifications. Besides, during the manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero point through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. Drawing/specification review: a DHR review was performed for the affected. The initial and the final lot size was 12 parts. Neither abnormalities, nor deviations nor nonconformances (ncs) were triggered which could lead to the complaint failure. Material review: as there is not hardness test defined during the manufacturing process regarding to titanium plates, therefore the raw material certificate was checked, and it was found that all used raw material fulfilled the specifications. Summary: the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid since no deviations were found in the documentation as well as during this investigation. Thus, all relevant measurements performed are according to their specifications. No manufacturing issue was detected. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.